Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for pacemaker implant due to atrial fibrillation and during procedure, high capture threshold was noted on the ventricular lead during procedure. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.